Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer experienced high and low blood glucose. The representative stated that the customer had blood glucose around 30 mg/dl to 400 mg/dl. The insulin pump will not be returned for analysis.